Event description:
The patient used the suspect device to check patient blood glucose and obtained a result of 57 mg/dl at 6:30 am. Patient then took 28 units of insulin at 7:30 am. At 9:00 am patient was unresponsive. The suspect device was used to check their blood glucose during the event and the result was 93 mg/dl. Emt's were called and they tested patient's glucose at 30 mg/dl on their equipment. Patient was taken to the hospital and treated for hypoglycemia. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.